Manufacturer narrative:
A boston scientific crm technical services consulltan discussed the clinical observations with the caller. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that the last check of this pacemaker in (B)(6) 2009 the magnet rate was 90ppm and the patient was informed the device had six months of longevity remaining. However, in (B)(6) 2010, the magnet rate had recovered to 100ppm and the estimated longevity remaining was two years.